Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a; section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737; stealth s8 cranial: version 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that images downloaded onto a navigation system sometimes displayed as blank (totally black), including both the images themselves and their thumbnail previews. It was noted that deleting the images and re-downloading them often resolved the issue.  There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Technical services (ts) was unable to replicate issue on our s8 with patient files uploaded. The representative was told by the site the blank images has happened a few other times. The site has to delete the patient files completely and redownload to get the images to show up. That may be why the scans uploaded were not blank. Technical services (ts) suggested uninstalling and then re-installing the clinical application. If issue persists, try new ssd. If issue persists, try replacing computer.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and captured a total of four application sessions. Of these, only one session recorded an image transfer via electronic picture archiving and communication systems (pacs). During this session, the user attempted to load a computed tomography (CT) exam consisting of 152 slices. While downloading the series, the log entry "not copying sopinstance as it already exists" indicated that the exam was already present on the system, and the user was likely downloading another instance of the same series. Despite this, the exam was imported successfully. However, multiple errors were observed during the file storage process, including "unable to load file, can't check for mdt volume or keep dataset", followed by "valid ecryptfs headers not found in file header region or xattr region, inode 17179747." These errors suggested that during the transfer, the header information was corrupted or lost, which resulted in a broken dataset, preventing the user from viewing the volume data. Additionally, at the start of the session, the fieldconfigservice logs indicated a network connection failure. This supported the possibility that packet loss during image transfer may have led to the corruption of the exam header. However, the exact root cause of the issue could not be determined solely from the available logs and the issue could not be reproduced in house. As per the case and log information, after deleting the patient and re-downloading the exams resolved the issue. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The representative reported the issue the only time they saw it. The nurse at the site stated she thought it had happened the day before as well and the representative was also able to get it to happen later but not for a case, just seeing if the situation was reproducible.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.